Manufacturer narrative:
The device was received for evaluation. During functional testing, constant downstream occlusion alarm was confirmed. A review of the event history log (ehl) revealed multiple downstream occlusion messages. The reported condition was verified. The cause of the condition was determined to be the force sensor being out of specification. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had constant downstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.